Event description:
The hospital uses approximately twenty-five to thirty sheaths per year, and over the last eighteen months, have experienced approximately ten incidents of reactions at the insertion site.